Event description:
The sister of a (B)(6) old male pt contacted zoll customer support to report that the pt's response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (broken response buttons) has been confirmed. Upon receipt the response buttons were nonfunctional and the front and rear response button metal domes were missing. The cause for the inability to function was the missing metal domes on the front and rear response buttons. The root cause for the missing metal domes cannot be positively determined but is likely excessive force. No adverse event resulted from the missing response button metal dome. The pt was issued a replacement monitor.